Event description:
A customer contacted beckman coulter inc. (Bci) regarding a n erroneous data produced by the fc500 with cxp software instrument. The customer indicated that results were produced from a t-cell lymphoma test that appeared to show the lack of cd4 cells which were being tracked on photomultiplier tube pmt 1. The erroneous results were reported out of the lab. The erroneous results were detected upon a review of the results by the laboratory manager and a corrected report has been issued. No data was received despite numerous requests. Based on available information, no patient treatment was administered.

Manufacturer narrative:
The customer was using a bci cd4 reagent, but was not using a bci algorithm, or a bci protocol. Per customer, they observed a problem prior to the event. Service was requested in 2007 to address intermittent dropout of the pmt 1 signal. The dropouts continued intermittently and about 2 days later, lead to a wrong result being reported. The service representative initially re-calibrated the amplifier boards, but this fix failed within 72 hours. Customer saw the signal dropout during qc test on the day of event and about 2 days later, but continued to run patient samples since the missing signal seems to have come back after the instrument was primed. Based on information from an operator, when the pmt failure occurred, no signal was seen on the pmt 1 parameter. The operator noted that for most of the tests, the "drop-out" of the pmt 1 signal was easily detected, but on some of the tests, (t-cell lymphocyte detection) the drop-out resembled credible test results. A second service call, rendered on 4th january, 2008 results in the replacement of the pmt and amplifier board. The customer reports that the problem seems to have been resolved at this time. No further service calls are listed for this instrument. Return product has been requested for evaluation and to replicate the event. The instrument manual discusses running samples in the manual mode and warns the user of: "risk of reporting incorrect results. Data displays for light scatter patterns, antibody staining profiles, and all gates and boundaries used to arrive at the test results should be reviewed by a laboratory professional when interpreting the data." There was no treatment initiated or withheld for this event. On recur, if a pivotal assay will be tested, treatment could be affected. The root cause for this event was determined to be an intermittently malfunctioning pmt 1 and/or amplifier board.